Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by a field clinical specialist, a patient underwent a transcarotid tavr procedure with a 26mm sapien 3 ultra resilia valve in aortic position. The 14fr esheath and 26mm s3ur were prepped in normal fashion for a carotid access approach. The valve was deployed successfully and upon removal of the delivery system it was noticed that there was a good amount of blood leaking from around the sheath and an excess amount upon removal of the sheath. After the esheath was removed, it was noticed that the seam on the esheath was split and the delivery system was protruding through the seam. The patient remained stable and there were no other complications during the procedure. As per follow-up with the fcs, no abnormalities were noted during device preparation, and there was no difficulty inserting or removing the esheath, nor during insertion of the delivery system. However, some resistance was encountered during removal of the delivery system through the esheath. It is not believed that the delivery system or valve protruded out the side of the sheath while in the patient, and the angle of insertion was not steep. Damage was observed on the esheath shaft, with no damage reported to any other edwards devices. No blood transfusion was required, and the patient remained stable following the procedure. The perceived root cause of the sheath damage is unknown. The perceived root cause for the withdrawal difficulty through the sheath is possibly due to fact that the delivery system was already through the seam in the esheath. The provided device-related photos were reviewed, and revealed a liner strand was visible along the torn section, starting just distal to the delivery system nose cone, and the proximal portion of the torn liner appeared stretched.

Manufacturer narrative:
11 has been updated. Corrected h6 investigation findings. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure modes is not required at this time. Engineering performed a visual examination of the returned device and noted several findings. A kink was present on the sheath shaft approximately 2.5 inches distal to the strain relief, likely related to packaging. The liner was torn along the entire length of the sheath shaft, with the associated delivery system inflation lumen and guidewire protruding through the torn liner distal to the strain relief. A liner strand was observed beginning 3.5 inches from the distal strain relief and extending approximately 7 inches, and a secondary liner tear was identified 3.5 inches from the distal strain relief with a length of 6 inches. The distal tip was opened as designed. Dimensional testing was performed and found that all measurements were found to be within specification. No functional testing was performed. The complaint was confirmed through visual examination. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery provided was reviewed and confirmed the reported event. The sheath liner appeared torn from the distal strain relief to approximately halfway down the shaft, with the delivery system nose cone and distal end of the inflation balloon exiting through the torn liner while the guidewire remained within the guidewire lumen. A liner strand was visible along the torn section, beginning distal to the nose cone, and a portion of the liner appeared partially delaminated. The liner was fully expanded except for one section along the distal portion of the torn area. The condition of the distal tip could not be assessed based on the available photos. Review of the provided 3mensio report did not identify any patient related factors contributing to the failure. The complaints for sheath liner torn and sheath liner strand were confirmed based on the evaluation of the returned device and provided imagery. A review of DHR and lhr did not provide any indication that a manufacturing non-conformance would have contributed to the reported event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, "upon removal of the delivery system it was noticed that there was a good amount of blood leaking from around the sheath and an excess amount upon removal of the sheath. After the esheath was removed, it was noticed that the seam on the esheath was split and the delivery system was protruding through the seam." In this case, the delivery system may have been manipulated during advancement, and the interaction between the crimped valve and the sheath may have resulted in the liner tear and liner strand. It is also possible that the carotid approach resulted in a portion of the sheath that remained outside of the patient with the inability to suture the sheath. This can exacerbate the push force and promote unfavored interactions between devices. However, due to insufficient information, it is unknown whether this contributed to the reported liner damage. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions, and h11 have been updated. Section h6 impact code and clinical code has been corrected. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Imagery was provided and reviewed which confirmed the complaint event. The imagery revealed that the sheath liner appeared torn, beginning at the distal strain relief and extending approximately halfway down the shaft. The delivery system nose cone and distal end of the inflation balloon seemed to be exiting through the torn liner, with the guidewire properly inserted through its lumen. A liner strand was visible along the torn section, starting just distal to the delivery system nose cone, and the proximal portion of the torn liner appeared stretched. One section of the liner showed partial delamination. While the liner appeared fully expanded overall, there was one area along the distal portion of the torn section that remained unexpanded. The distal tip condition could not be visualized from the provided photos, so it remains unclear whether it opened as designed. Additionally, with the guidewire and delivery system exposed through the side of the sheath, it is possible the liner was torn along its entire length (exposing the ds and guidewire during withdrawal); however, without a returned device, this could not be confirmed. Provided 3mensio was reviewed, and no patient factors that would contribute towards the failure were observed. The complaint sheath liner strand was confirmed based on the provided imagery. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. A review of DHR, lhr, and mmr did not provide any indication that a manufacturing non-conformance would have contributed to the reported event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, "after the esheath was removed, it was noticed that the seam on the esheath was split and the delivery system was protruding through the seam." In this case, the delivery system may have been manipulated during advancement to overcome the variability in sheath expansion and the interaction between the crimped valve and the sheath may have resulted in the liner strand. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.